Event description:
Customer reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history around the time the issue began. There was no adverse impact on the customer's blood glucose level, as there was no unexpected shutdown associated with the rapid battery charge change. Technical support instructed the customer to connect the wall adapter to a known working outlet for at least 30 minutes to initiate charging, and they provided battery best practice tips. The customer was advised to monitor the system and contact support again if the issue persists.